Event description:
It was reported by the aci vascular closure specialist that an "obese female patient, with diabetes, underwent a diagnostic coronary procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel size to be approximately 7 mm. Access was obtained at the right common femoral artery, via a 6f sheath (model unk). Following the procedure, the physician who was in training, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that one week after the procedure, the patient woke up with oozing at the access site. The patient went to the hospital on (B)(6) 2012, and was treated for a 2-3 inch hematoma. The physician applied pressure for 10 minutes, in which the hematoma was pressed out. The patient was kept in the hospital overnight for observation. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible, as the lot number was not provided.